Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rn on duty noticed urine could not be drained from the spigot on the drainage bag (the correct terminology was uncertain). When the nurse gently attempted to pull on the spigot to resolve the issue, this action caused a rip in the bag. As a result, the entire catheter had to be replaced.